Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer, while in use on a patient, that the intra-aortic balloon pump (iabp) generated fiber optic sensor module failure alarm after the catheter was plugged back in. The customer obtained arterial pressure with the transducer as backup. No patient effects. There was no adverse event reported.

Manufacturer narrative:
Further information has been requested from the customer and none has been made available. If any further information is provided in the future a supplementary report will be submitted.

Event description:
The customer, while in use on a patient, that the intra-aortic balloon pump (iabp) generated fiber optic sensor module failure alarm after the catheter was plugged back in. The customer obtained arterial pressure with the transducer as backup. No patient effects. There was no adverse event reported.